Event description:
Additional information received indicated the event was resolved by explanting and replacing the device. The patient was in stable condition.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. No adverse consequences were reported.